Event description:
When the device starts up no message appears on the screen, red led, continuous beep. Display board changed. More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device history log were not provided, therefore no review could be performed. The reported device was not returned to france for investigation as repairs were carried out locally. It was reported that when the device starts up, no messages appears on the screen, the red leds are on continuously, a continuous beep is emitted. Board flash was performed, but the problem was still present. To solve this issue, the display board assembly was replaced, therefore the problem disappeared. The defective spare part was returned to france for investigation. Visual check was compliant, however, the ihm board was received without the protection on the screen. The investigator proceeded to check the board with a volumat test bench. When he started the device, the backlight came on but nothing appeared on the lcd screen. The red leds were flashing and there was a continuous beep. He wanted to isolate the faulty part, so first he tried the customer's lcd on our test bench hmi board and the problem was the same. On the other hand, he tried the customer's hmi board with the lcd screen from our test bench and there was no problem. As a result, the root cause of the reported failure is due to a defective lcd screen. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.